Event description:
The customer reported that there was no image on the monitor. The kv/ma was going to the maximum. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found there were cable problems. There was no 24 v with the camera and the plug had a loose contact with the hv cable. The system was repaired, found to be operative as intended, and released to the customer for use.